Event description:
Approximately three months and three weeks post hvad implantation, the patient woke up experiencing nausea and vomiting followed by changes in mental status. Upon arrival to the hospital his inr was found to be therapeutic. A CT scan of the head revealed a large acute midline hematoma with mild hydrocephalus and subarachnoid hemorrhage. The patient was subsequently transfused with platelets and fresh frozen plasma; and administered prothrombin complex concentrate and vitamin k for anticoagulation reversal and an external ventricular drain was placed. A heparin infusion was initiated with a low ptt goal with plans to optimize anticoagulation therapy once he recovered. Follow up CT scan results revealed no acute intracranial abnormalities. At this time the patient remains hospitalized with residual cognitive, physical and speech deficits. He is actively participating in physical, occupational, and speech therapy but will require long term rehabilitation. This event is believed to be related to the heartware device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced nausea and vomiting with mental changes within hours afterwards. A head CT scan revealed midline hematoma and subarachnoid hemorrhage. The patient was transfused with multiple blood products. The patient remains hospitalized with deficits receiving long-term rehabilitation. The device was not returned to the manufacturer for analysis as it remains implanted. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.